Event description:
It was reported that an ilet pump lost charge rapidly, with the pump dying within a day and exhibiting inconsistent and prolonged charging behavior consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a charging problem with the power source, and the device component involved was the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.